Event description:
It was reported with the use of the bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate there was an issue with hemolysis. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. The customer¿s practice of ¿receiving blood samples in heparin and acd tubes from the physician the day they collect and transferring them to cpt tubes for pbmc isolation and subsequent experiments¿, is not covered by our IFU hence is considered off label use. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate there was an issue with hemolysis. There was no report of injury or medical intervention.